Event description:
It was reported that 60 50 ml bd plastipak¿ luer-slip syringes experienced scale marking issues. The following information was provided by the initial reporter: smudging of the lines and wordings.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/25/2020 h.6. Investigation: five sealed samples of lot 2003206 for provided to our quality team for investigation. The product was visually inspected, the marking for 0ml is not completely printed on the barrel, some markings are observed to be lighter, however, the scale and markings are legible. A device history review was performed for the reported lot 2003206, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, this defect can occur due to a failure in the patters or flaming system used to transfer the ink onto the barrel.see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 60 50 ml bd plastipak¿ luer-slip syringes experienced scale marking issues. The following information was provided by the initial reporter: smudging of the lines and wordings.